Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: just to confirm, were the jaws of the device unable to be opened? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Before the 1st. During which stroke did the event occur? Before the 1st. What color cartridge was being used? This event occurred before the 1st cartridge was loaded into the jaw.

Manufacturer narrative:
(B)(4). D additional information: the analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted that after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing.

Event description:
It was reported that during a lobectomy procedure, the jaws became not to open after the jaws closed once before a cartridge was loaded. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.